Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high resolution stereo viewer (hrsv) to perform failure analysis. In the system logs, error 121 was found indicating the hrsv failed in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the known good system. Upon powering up the system there was no image on the hrsv, it was completely black. The root cause is attributed to a failure of the hrsv monitor.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the high-resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi did not yet receive the hrsv to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that one eye was black on the surgeon's side console (ssc). The nurse stated that the surgeon moved to a second console to continue the procedure. The tse reviewed the error logs and found previous instances of bad fiber connection and dirty fiber warnings. The tse advised the customer to clean the blue fiber cables and connectors after the surgery, as only one console was being used at the time. The customer agreed and mentioned they would call back if further assistance was needed. The procedure was completed with no report of patient harm, adverse outcome or injury. No fragment fell into the patient. The issue caused a delay of less than 15 minutes.